Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Resistance testing found the lead was not electrically continuous. Detailed analysis and x- ray confirmed that the outer conductor coil had a break approximately 19.5 cm from the terminal pin. The fracture occurred near the clavicle region of the lead likely due to high stress, which led to the reported observations of high pacing impedances.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had triggered a safety switch due to high out of range pacing impedances greater than 3000 ohms. The patient was brought into the clinic, and testing found high impedances and no capture when programmed to bipolar. The lead was explanted and replaced, and visual inspection during explant noted physical damage to the lead body. No additional adverse patient effects were reported.